Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: one (1) controller ((B)(6)) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the controller log files associated with (B)(6) did not reveal any anomalies within the analyzed period. Of note, the available log files associated with (B)(6) only covered the period through 20/nov/2024. As a result, the reported controller fault alarm event could not be confirmed. Review of the controller log files associated with (B)(6) revealed a vad disconnect alarm logged on 07/apr/2025, indicating that the controller was powered up without the driveline connected during the reported controller exchange. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a controller fault alarm was triggered. The alarm was presumed to be due to a depleted internal battery, although this could not be confirmed as log files were not obtained prior to exchanging the controller. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 6935m62 lead & dtma1qq ICD implant date (B)(6) 2020, 5076-52 & 429888 leads implant date (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.